Event description:
During implantation of the intraocular lens (iol), one haptic detached. The iol was positioned well in the capsular bag and the surgeon decided to leave it in place. One week later the iol became dislocated and it was necessary to explant and replace the lens.